Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited shocking impedance greater than 125 ohms. An invasive procedure was performed and a loose header was discovered. The device was explanted and a new device was implanted.